Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 10mg/ml at 1.302mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the healthcare provider was revising the patient¿s pump as it moved inside the patient and was uncomfortable along with not being able to access the reservoir. Per the company representative, the patient let the physician know the issue a couple of days ago. It was also reported that the suture/point came undone and had to be repaired and all other sutured/loops were also redone. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.